Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose for a week. Customer's blood glucose started at 296 mg/dl and woke up with blood glucose of 40 mg/dl. Customer treated with food. Customer stated on (B)(6) 2015 her blood glucose was 87 mg/dl and dropped to 31 mg/dl. Customer treated with some orange juice and an hour later her blood glucose was 51 mg/dl. Troubleshooting was done. The customer was advised to contact healthcare provider because her basal rates was significantly higher at 12am than the rest of her basal rates and to call back if issues persists. No further information provided.